Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 80% stenosed. The vessel was pre-dilated with a non-compliant balloon and the 3.0x28mm xience prime was deployed. Post dilatation was performed with an unspecified non-compliant balloon and a distal edge dissection was observed. The dissection was treated with a 3.0x23mm xience prime. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.